Event description:
The hospital representative reported an infusion pump with a 500 failure code, and also stated that there was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter's customer service regarding whether or not the pump in use on a patient when the failure occurred, specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available.